Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the anatomy/other devices and/or manipulation of the device ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a percutaneous procedure to treat a coronary artery. The xience sierra was inserted, but was unable to cross the vessel due to the moderately calcified patient anatomy. After removal of the xience sierra delivery system, the stent was no longer on the balloon, but remained on the delivery system. Another same size xience sierra was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.